Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a low blood glucose (bg) level 50 mg/dl). The customer reported that is suspected it was due to illness and change of season. Carbohydrates were consumed to address the low bg. The customer reported that the pump would continue to be used for insulin therapy.